Manufacturer narrative:
Date sent: 07/13/2009. Info anticipated, but unavailable at this time. Additional info from voluntary report: ethicon endo surgery, endopath ets flex 45 articulating endo linear cutter, model# ref ats45, other# exp date 02-2014. Risk manager, manufacturer, the reporter does want their identity disclosed.

Event description:
It was reported by the customer's user facility medwatch that during a partial lobectomy procedure of the left lung, the thoracic surgeon used the device and another device. The staples did not hold resulting in a hole in the pulmonary artery branch. A vascular surgeon was called in to repair the hole. The pt was transfused with multiple units of blood due to severe blood loss. Additional info from voluntary report: scheduled procedure was partial lobectomy of the left lung. According to the event report dr (thoracic surgeon) used the ets45 (and the linear cutter).